Event description:
(B)(6) called to report that a patient had an anterior chamber intraocular lens (aciol) implanted, but the lens had to be removed, during the same surgery, due to the lens not centering properly. A vitrectomy was also reported to have been performed. The patient was left aphakic and the procedure was aborted. Additional information was requested. Additional information was received from the surgeon reporting there was a posterior capsular tear that occurred during phacoemulsification. He thought he could still implant a posterior capsular intraocular lens (aciol), but after getting the lens in the bag, the posterior capsule wall split and the lens was caught and removed. The wound was then enlarged and an aciol was implanted. The surgeon then decided the aciol was not stable and that it would not center. The aciol was then removed and the surgery was aborted. The surgeon plans to wait 2 months, then he will attempt to implant another aciol. A surgical technician from the facility reported the event occurred while the surgeon was in the irrigation/aspiration mode. While polishing the capsule, the occlusion bell rang and the bag broke.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).